Manufacturer narrative:
Com(B)(4)

Event description:
Initially it was reported the patient was experiencing intermittent audio output. However, after further investigation this is a non-complaint due to being created in error per technical support. The report bears no information to be deemed a complaint as the audio functioned as designed making this a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output which then led to no audio output for alarms. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. A receiver functional test was performed and passed all relevant testing. A global communication tool software test was performed, and it passed sound tests. Wiggle testing was performed and passed. Manual "try it" testing was performed and passed. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and was within specification. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.